Manufacturer narrative:
Date rec'd by MFR: 25jul2019. The field service engineer (fse) confirmed the reported flow error issue. The fse replaced the gas delivery system to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
Oxygen flow accuracy test failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 10 oct 2019. This customer complaint was caused by an out of specification air flow sensor u1. Replacement of u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Oxygen flow accuracy test failed. There was no patient involvement.